Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube and cracked belt clip slot.

Event description:
It was reported that the insulin pump had a very big crack in it. The customer's mother did not know the blood glucose reading. She stated that the crack was so big that, if the customer dropped the insulin pump, it would fall apart. She did not recall how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.